Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that restenosis, angina and ischemia occurred. In (B)(6) 2018, the patient had a 3.00 x 16mm synergy stent implanted in the proximal left circumflex (lcx). In (B)(6) 2018, the patient presented with stable angina. Prior to procedure, the patient had indicative of ischemia and was referred for cardiac catheterization. Angiography revealed 80% stenosis in the proximal portion of the lcx which was treated with the implant of a 3.00 x 12mm synergy stent. The angiography also revealed 90% stenosis in the proximal right coronary artery (rca) extending to mid rca, 44mm long with a reference vessel diameter of 3mm. The index procedure was performed and treated the lesion with pre-dilatation and placement of a 3.00x48mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on dual antiplatelet therapy.